Event description:
Customer called to report a diluent / blood leak from the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the nrbc (nucleated red blood cell) mix chamber was not draining, causing it to overflow. The nrbc mix chamber was most likely clogged with cap debris from the tubes. The fse replaced the nrbc mix chamber to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
As described, the cause of the instrument issue was likely due to the cap debris from the tubes that clogged the nrbc mix chamber. The issue was resolved with the services performed by the fse, namely, the replacement of the nrbc mix chamber. (B)(4).